Event description:
It was reported that the customer's insulin pump alarmed no delivery. His blood glucose was 176 mg/dl at the time of reporting, but had been 475 mg/dl a few days earlier. His insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.